Manufacturer narrative:
It was reported to abbott that the patients leads had migrated. The physician confirmed on (B)(6) 2020 that the right lead had migrated. On 02nov2020, the right lead was repositioned. Therapy will be confirmed post-op. No product was added or removed. All information pertaining to this event has been reviewed and no further action is required at this time.

Manufacturer narrative:
Event date is unknown . The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32754. It was reported that one of the patient¿s leads had migrated causing ineffective stimulation. As result, the lead was repositioned on (B)(6) 2020, and therapy was restored post-operative.